Manufacturer narrative:
Inspection of the device found corrosion on the pcb assembly and bottom battery. Additionally, the top housing was found to be cracked. The timing and cause of the top housing cracks could not be determined. Initial attempts to download the data from the pod were unsuccessful as all three battery voltages were measured to be lower than expected. The device was connected to an external power source, however the pod data could not be retrieved. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula which resulted in fluid leaking inside the device. This internal leak contributed to the corrosion observed, low battery voltages, and data loss. It could not be determined if fluid also entered the device through the top housing cracks. Without the pod data, it could not be determined if the pod generated a hazard alarm, and the exact cause of the reported hazard alarm could not be determined. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone: phone_control_ios. Cloud - omnipod 5 software app version: 1.1.6. Cloud - smartphone operating system: 18.1. Cloud - smartphone hardware: iphone16.1. Cloud - cgm sensor type: g6.

Event description:
It was reported the patient's blood glucose level rose to 399 mg/dl while wearing the pod between 4 and 24 hours. Treatment information was not provided. The device was originally reported for a pod hazard alarm during operation.